Event description:
It was reported that the marker band on the sheath of a vena cava filter system detached and lodged on the legs of the filter. The physician advanced the sheath/dilator without any difficulty and deployed the filter through the right internal jugular vein. Upon deployment , it was identified that the filter had not opened. A marker band from the sheath was reportedly lodged on the filter. The physician advanced a recovery cone to retrieve the filter. During the filter retrieval, the marker band dislodged from the filter and the marker band moved to the lung. The filter was successfully retrieved. There were no attempts to remove the marker band. The patient was placed on coumadin. The patient was kept for observation overnight and was released the following day. The patient was reported to be asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The device has been returned, the evaluation is currently underway.